Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer changed supplies and resumed insulin delivery. Additionally, the customer attempted to deliver a bolus but the pump would not allow it because the pump needed 10 units of insulin. The customer declined to further troubleshoot with tandem technical support. Blood glucose was 290 mg/dl.